Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose levels were 50 mg/dl and 155 mg/dl. The customer treated low blood glucose level with orange soda. The customer did not mention any symptom related to low blood glucose event. The customer declined troubleshooting for low blood glucose level. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.